Event description:
The customer reported the dispersion wire had become detached from the motor drive unit of the clarivein device. There was a notable change in the pitch of the device and upon withdrawal from the patient the dispersion wire tip was not rotating. A new device was opened and used. The patient was not injured or adversely impacted.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included.the lot number was not provided therefore; no device history record could be performed. The complaint could not be confirmed. The root cause could not be determined. This complaint will be used to trend for similar complaints.